Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged. The ra lead was attempted to be revised and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 479888 lead and dtpb2q1 crt-d both implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.